Event description:
It was reported that during a low anterior resection procedure, the device fired as expected, but when the stapler removed there were no staples found within the anastamosis. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.